Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. There are two methods by which pmcf complaints are received; 1. Initial/ final pmcf report in a pdf format - this is emailed by cook research team. 2. Research team can directly ask customer service to open complaints on trackwise for any ongoing clinical studies - so they open these complaints as and when they come across the malfunction/ adverse events. The studies usually go on for many months or even years. So the research team might not have a report drafted in this case, they would just call in customer service to log these complaints pr (B)(4) falls under type 2 above. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr (B)(4) (3001845648-2024-00007). Manufacturing records: prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: as per the instructions for use, ifu0005 which informs the user about contraindications "this device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst¿¿. It may be noted that the device was used off-label, wall-off pancreatic necrosis is very different from a pseudocyst, the bleeding and infection rate and severity are rather higher in wopn than in a pseudocyst. As per the instructions for use, ifu0005 which informs the user about the potential adverse events "associated with gi endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, burn, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, respiratory depression or arrest, sepsis¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to off label use. As per clinical input ¿cook cst is designed and intended to puncture a pseudocyst. Wall-off pancreatic necrosis is very different from a pseudocyst, the bleeding and infection rate and severity are rather higher in wopn than in a pseudocyst. Furthermore, cook cst IFU does not cover the paes associated with wopn. Therefore, it is considered off-label use.¿ as per IFU potential adverse events ¿sepsis¿ is a known potential adverse event. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the event was resolved at discharge or 48-hours post-procedure. The site indicated that the event was treated medical with pain killer medication: paracetamol and tramadol. Current hospital stay extended or new hospitalization was required. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-may-2024.

Event description:
The event took place post-procedural (up to 48 hours or until discharge if before 48 hours). The site described that the patient experienced a sepsis. The site indicated that the event was considered to be related to the cystotome needle knife. The site specified in a query ¿acute pancreatitis followed the whole kystogastrostomy procedure where cystotome was used. Md said in report he didn't know why it occured because pancreas wasn't touched at all.¿ the site indicated that the event did not occur due to a device deficiency. The site indicated that the event was not considered related to any other cook device or any other portion of the procedure. The site also indicated that another condition caused or contributed to this event and specified ¿fracture of pancreas due to car accident¿. The event did not lead to patient death within 48 hours post-procedure. Patient outcome: the event was resolved at discharge or 48-hours post-procedure. The site indicated that the event was treated medical with pain killer medication: paracetamol and tramadol. Current hospital stay extended or new hospitalization was required.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.